Event description:
It was reported that the a leak was observed on the dacapo accu. However, neither pt contact to battery chemistry nor any injuries were reported.

Manufacturer narrative:
No UDI available. The device should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.